Event description:
It was reported the residual amount of drug in the reservoir was more than expected by approx double. The pt had come in to the clinic for a refill of the intrathecal drug delivery pump. The expected reservoir volume was 4 ml while the actual reservoir volume was 8 ml. The residual volumes at recent refills were noted to be "inconsistent". When the pump was refilled, the health care provider was able to get all 40 mls into the pump, so a pump issue was not initially suspected. The pt was experiencing a return of symptoms. The pt was referred to a neurosurgeon to check and possibly replace the catheter. It is unk what diagnostic tests were performed. It is unk what drug was used in the pump. The pump and catheter were both replaced in 2008. The pt recovered without sequela.

Manufacturer narrative:
Only the pump was returned to the MFR for analysis which was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete.